Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Review of the logfile for the day of treatment shows that the reported issue is not caused by the system or the used patient interface. The info message 'vacuum pumps stopped by foot pedal - treatment is aborted' indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. No technical root cause was identified as the system was operating within specifications. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A center manager reported multiple vacuum two issues during refractive procedures. Upon follow up, difficulty was noted but all the flaps for surgery were completed. A company representative checked the vacuum system and no issues were found.